Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the penumbra system 3max reperfusion catheter (3maxc) broke in half about six inches from the hub upon removal from the packaging. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 12-jun-2018 the device was received. Results: the 3maxc was fractured approximately 19.5 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a fractured device. If the 3maxc is forcefully mishandled at extreme angles when removed from the packaging or otherwise mishandled during preparation, the device may become kinked. If a kinked device is further manipulated or mishandled, the kink may worsen to fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device was received on 07-may-2018 not 12-jun-2018.